Event description:
It was further reported that the "struts exposed to vessel".

Event description:
It was reported that during a stenting treatment procedure, stent fracture and a vessel perforation occurred. Using the right radial approach, the procedure treated the 90% stenosed, de novo target lesion located in the proximal left anterior descending (lad) artery. Pre-dilation was performed with a 2.0x15mm unspecified balloon inflated to 4 atm's for 10 seconds. Then a 4.0x20mm promus element was deployed at 14 atm's. Post dilation was performed with a 4.0x8mm nc unspecified balloon, but after the inflation radiological findings revealed the stent fractured. A vessel perforation occurred which was treated with prolonged balloon inflation. No further patient complications occurred and the patient status is stable. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4)